Event description:
Device appears to be undersensing on the atrial lead noted on stored egms, resulting in false termination of atrial tachycardia/atrial fibrillation (at/af) detection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).